Manufacturer narrative:
If explanted, give date: not applicable as the lens remains implanted and therefore not explanted. (B)(6). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site as to date it remains implanted; therefore product testing could not be performed. Photos of the implanted lens were provided and they were evaluated. Something very small at the side of the lens optic was observed; but it could not be determined if it was a white material. Based on the photos the source of this particle could not be determined. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation of the intraocular lens (iol), the surgeon noticed a white material stuck to the side of the optic. Reportedly, the material was removed with some manipulation during the irrigation/aspiration (I/a) procedure. The patient outcome was reported as uneventful. No further information was provided.